Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a cryoablation interventional procedure. Reportedly, step 2 was performed and the plunger was pushed down. However, the bottom of the plunger did not meet the body when pressed, there was a gap of approximately >2 mm and it was not possible to press the plunger any more. When the plunger was withdrawn, the needles had not taken up the cuffs and there was no suture attached to the needles. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported plunger mechanical jam could not be confirmed due to components not returned . However, the lever was opened, and the foot was deployed. A proxy plunger was inserted and fully deployed without any resistance. The posterior needle tip was ejected from the posterior foot pocket with no anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to mechanical jam, difficulty deploying the plunger and failure to cycle/needle to cuff miss (retrieval issue) include, but not limited to, anatomical conditions, aggressive user technique, excessive torque or force, difficult insertion or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.